Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device device's display turned completely white. Additionally the complainant indicated that the device was unable to discharge. Complainant indicated that after unplugging and re-installing the electrode pads the display returned to normal and was able to discharge. Complainant indicated that the patient expired, however it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The impedance plot in the clinical data shows that for the first nine minutes of the call, an ECG signal was oscillating between open and short on pads which supports a connection issue between patient and device. The electrodes used at the time of the reported event were not returned to zoll for evaluation as part of this investigation. It is important to note a device discharge was delivered during the event. The device was recertified and returned to the customer. No trend is associated with reports of this type.